Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion was procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a bi-ventricular ICD implant procedure a pericardial effusion occurred. While the catheter was being advanced in the coronary sinus (cs), the catheter was thought to have moved down a branch of the cs. Access was lost to the cs, and during re-cannulation, a reduction in cardiac motion was noted and the patient became hypotensive. An echocardiogram confirmed a pericardial effusion, for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any sjm device.